Event description:
The customer reported that the iabp generated an unknown alarm. They said that the iabp had stopped working while in use with a patient. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company service representative evaluated the iabp. There were no failures logged in the fault log for the day of the reported event. The errors in the fault log were from prior dates. He was not able to reproduce the reported problem. The company service representative tested the iabp to factory specification. Internal file: (B)(4).